Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. The customer's blood glucose level was within normal range. The customer attempted various troubleshooting methods, such as using different charging cables and adapters, but the issue persisted. As a result, technical support decided to replace the pump and informed the customer that a replacement pump with updated software would be sent. They also provided instructions on using the replacement and returning the defective pump. The customer was advised to use multiple daily injection (mdi) therapy as a backup to ensure insulin delivery was not interrupted.